Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture and appeared to be pacing in the atrium. A chest xray was performed, which verified the suspected lead dislodgement. The physician plans to perform and invasive revision procedure the following week. The patient implanted with this lead was not pacer dependent and to date, no adverse patient effects were reported with this clinical observation.